Event description:
It was reported that the patients ipg was no longer holding a charge and was unable to recharge. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by the facility.